Manufacturer narrative:
Corrected data: h11. Device engineering conducted a log review, which revealed a temperature rise approximately 7¿8 minutes into treatment, suggesting potential tissue freeze. The freeze detection algorithm did not generate sufficient output to trigger detection, possibly due to poor contact between the tissue and applicator, which limited sensor accuracy. A malfunction was not noted.

Event description:
A provider reported patient experienced frostbite symptoms immediately after treatment received on (B)(6) 2025 with coolsculpting elite system using the curve 240 applicator to abdomen area. Provider later reported "patient complained of complete loss of sensation in the area and a foreign body sensation, patient felt a burning sensation, pain and bright red erythema". Software engineer later reported "applicator seems to be placed over the patient¿s umbilicus, umbilicus should not be in the treatment area". After 3¿5 minutes, the patient experienced burning at the skin surface, accompanied by bright red erythema following the applicator outline. Panthenol aerosol was applied, followed 10 minutes later by olazol aerosol, and massage was continued. After 30 minutes, the patient received a 4 mg intramuscular dexamethasone injection, and oral tavanic was prescribed. The patient was later evaluated in emergency care 1.5-2 hours post-treatment and was diagnosed with first-degree frost bite and received treatment with antiseptics, levomekol ointment, and bandaging. The patient was seen for follow up the next day; the blisters were lanced, treated with aniline of tavanic, and beloderm spray was recommended for 10 days.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. The event was reviewed by abbvie medical safety physicians. The photos provided confirmed the applicator outline on the abdomen with bright red skin and two large intact blisters on the right middle abdomen within the shape of applicator. In addition, multiple small blisters are scattered throughout, with scattered deeper red ecchymosis areas and a blister also present near the umbilicus. The patient burn was treated with oral antibiotics, antiseptic wash and spray, and steroids im, and the blisters were lanced, therefore the burn meets the criteria of a serious injury as treatment was required to preclude permanent impairment of a body structure.

Event description:
A provider reported patient experienced frostbite symptoms immediately after treatment received on (B)(6) 2025 with coolsculpting elite system using the curve 240 applicator to abdomen area. Provider later reported "patient complained of complete loss of sensation in the area and a foreign body sensation, patient felt a burning sensation, pain and bright red erythema". Software engineer later reported "applicator seems to be placed over the patient¿s umbilicus, umbilicus should not be in the treatment area". After 3¿5 minutes, the patient experienced burning at the skin surface, accompanied by bright red erythema following the applicator outline. Panthenol aerosol was applied, followed 10 minutes later by olazol aerosol, and massage was continued. After 30 minutes, the patient received a 4 mg intramuscular dexamethasone injection, and oral tavanic was prescribed. The patient was later evaluated in emergency care 1.5-2 hours post-treatment and was diagnosed with first-degree frost bite and received treatment with antiseptics, levomekol ointment, and bandaging. The patient was seen for follow up the next day; the blisters were lanced, treated with aniline of tavanic, and beloderm spray was recommended for 10 days.